Event description:
Caller reported taking orange juice after an aviva blood glucose result of 52 mg/dl at 11:06pm. Same system retest results, all mg/dl, were: 11:14pm: 69, 11:18pm: 393, 11:18pm: 278, 11:19pm: 186, 11:21pm: 86, 11:22pm: 426. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.